Event description:
It was reported that during a coronary artery treatment procedure stent dislodgement occurred. The lesion being treated was a saphenous vein graft (svg) of an unknown location on the right side, and was severely calcified and severely tortuous. The 80-90% stenosed lesion was not predilated. As the physician tried to cross the lesion using a 3.00x12mm taxus liberte drug eluting stent, the stent came off the stent delivery balloon. The stent was successfully retrieved with a snare (mfg unknown). The procedure was not completed, because the physician couldn't get "anything to cross". There were no additional complications. The patient condition is stated as "o.k."